Event description:
After inserting the maximum xtra hemostasis introducer into the vein, blood leaked from the hemostasis valve when flushing from the extension port. Another maximum xtra hemostasis introducer was used to complete the procedure without any adverse consequences to the patient. Patient's information (e.g. Age, weight, gender, patient's initials) cannot be handled by abbott in absence of patient's written consent as required by the personal data protection national legislation. National legislation prevents the recording of such information. A written consent has not been obtained in this case; therefore, this information is not available.

Manufacturer narrative:
The reported event of a leak could not be confirmed. The results of the investigation concluded that the sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown. The maximum percutaneous introducer instructions for use (IFU) suggests flushing the dilator, introducer sheath, infusion side port, and stopcock with heparinized saline prior to insertion.